Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the event description indicates photos were taken. Can those photos be provided for review? When seating or changing the tip, did the or staff use their fingers or other instruments to ensure the tip was seated correctly? What is the alleged device deficiency that leads the surgeon to believe that the burn is associated with a device defect? Was the device properly grounded prior to activation? What settings were being used during the procedure? What generator was being used during the procedure? What other devices were used during the procedure? What part of the blade/shaft would have been touching the corners of the mouth? What pencil (product code) were they using? What suction devices were used? Was it made out of plastic or metal? Was any damaged observed to the pencil or the blade? Was any energy arcing noted during the procedure? Was there any medical or surgical intervention provided beyond the polysporin ointment? Was the patient¿s post operative care altered in any way due to the burns? What is the patient¿s current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tonsillectomy & adenoidectomy the cautery was misfiring/not activating at start of case. All connections checked by circulator, scrub nurse and surgeon told to check cautery tip connection. Surgeon removed and reinserted the tip as a response to this. Patient underwent surgery and once davis-boyle gag was released, surgeon identified significant partial thickness burns to the inside and outside corners of the patient's mouth bilateral that had been caused during surgery. Surgeon immediately applied saline soaked gauze to the area. Site cleansed with sterile ns, dried, and polysporin ointment applied to areas by ent surgeon. Plastic surgery was made aware and staff brought into room to examine the area and will follow patient. Recommended admission of the patient.